Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached inside of the patient at 53,367 joules. Per the customer, when the fiber was removed from the patient, the metal cap was not on the fiber. The physician looked into the patient's bladder and the surrounding prostate and could not find the fiber tip. The fiber tip was not retrieved; the physician stated that the fiber tip would eventually come out on its own during urination.

Manufacturer narrative:
(B)(4).